Event description:
The pt's wife reported that subsequent to "a couple of falls and reprogramming of the ipg" in 2007, the pt had experienced altered mental status. He had shown aggressive behavior toward healthcare workers; behavior changes were detected. The pt had "been moved to numerous group homes and mental institutions because of the behavior," the pt remained located at a long-term care facility. He had been impulsive; the pt "would walk out the door at a group home at any time of the day and they had to call the police about three times to find him." The pt's current status had been deemed good for control of parkinson's symptoms: his condition was not good regarding the symptoms of altered mental status. The representative provided a review of warnings and precautions from product labeling; a pt booklet (brochure) was sent to the pt's wife. Add'l info has been requested from the physician.